Manufacturer narrative:
The pressure line of the disposable kit used in combination with the equipment was returned and it was tested under pressure, but no defect was found. The pressure transducer of the performer equipment and the whole system were checked by our technician but no defect was found. The treatment file was analyzed and the pressure in pr3 is 0 during all the treatment, which is not possible. Our investigation concluded that the root cause was an incorrect set-up of the pressure line, which apparently was not secured to the male connection on the performer machine. Failure to connect the pressure line resulted in the impossibility for the machine to detect the negative pressure and trigger the related alarm. Even in this condition, the user realizes that the emptying phase is over when he sees no more fluid coming from the patient, as it actually happened in this event. The customer was contacted on july 15th. We informed him about the results of our analysis. He could not exclude that a human error occured, even if he was confident that set-up was properly made. No additional information was provided by the customer. He just confirmed that the patient was dismissed from the hospital with no consequences. In conclusion, the device worked as per specifications and the operational context contributed to this event. The risk was already considered in the risk analysis of performer ht disposable device and was determined to be acceptable. This event does not alter our risk assessment in terms of severity of the harm and likelihood of occurrence, considering that this is the first ever reported since the system is on the market (since 2009 in (B)(6), 2012 in the USA). No remedial actions are deemed necessary at this point because: the likelihood of occurrence of this kind of event is extremely low as this is the first case reported in 10 years; a mandatory training is provided to each user by qualified personnel, including assistance in the operating room for the first cases; the user's manual describes and stresses to check the correct set-up of the pressure sensors.

Event description:
The user reported that at the end of patient emptying, no more fluid was coming from the patient, but the pressure line pr3 did not activate any alarm for negative pressure. The surgeon opened the abdominal cavity to terminate the procedure and he noticed some small bruising on the bowels of the same dimension of the catheter holes, maybe due to the suctioning. Even if no actual damage to the tissues occurred, the surgeon decided to suture over the bruising to avoid opening of the tissue during the postoperative period, as a safety precaution.